Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, acrobat I stabilizer green toggle on the standard blades, sb-1000, was missing on one of the blades. The retractor arms cant be secured to the blades without this piece, the toggle locks the blades onto the retractor arms. No patient involvement.

Manufacturer narrative:
Trackwise ID # (B)(4). Device was discarded.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, acrobat I stabilizer green toggle on the standard blades, sb-1000, was missing on one of the blades. The retractor arms cant be secured to the blades without this piece, the toggle locks the blades onto the retractor arms. No patient involvement.